Manufacturer narrative:
The insulin pump was received with flashing white lcd light with lines on display and audio tone/beep due to cracked vertical lcd controller and cracked lcd glass. Unable to verify missing segments/partial display due to flashing white light display. The insulin pump had minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display and physical damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display screen flashed and the bottom of the display screen was cracked. Troubleshooting was unable to resolve the issues on the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.